Event description:
It was reported by the rep the device was used during a laparoscopic abdominoperineal resection. It was reported the cdh after firing release knob came off. They were able to use another device to unscrew device. The anvil head released and device came out without a problem.